Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Medical records were provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patella item # unknown lot # unknown 1260-fracture. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02721.

Event description:
It was reported that the patient also had a fractured patella.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral, item # unknown, lot # unknown. Bearing, item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02443, 0001822565-2019-02509.

Event description:
It was reported patient underwent left knee arthroplasty; subsequently patient is experiencing loosening, instability, swelling, and pain.